Event description:
It was reported that a spectrum iq infusion pump's 2nd button in top row was not responding found during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported 2nd button in top row not responding, was not reproduced. Keypad passed testing. A review of the event history log revealed air in line messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. The cause of the condition was determined to be an out of calibration ultrasonic sensor. However, evaluation inspected the device and found that the keypad was damaged and determined that the keypad required replacement. Should additional relevant information become available, a supplemental report will be submitted.